Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported the system 'starts firing on its own'. The fse reported a communications error. This is consistent with an intermittent system lockup. There was no uncommanded x-ray. There is no report of injury or death associated with this event.